Event description:
See initial.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the hospital used multiple-use heating blankets until march 2019. Those blankets are not included in the heater-cooler system 3t water circuit disinfection, thus are potential source for external contamination. The hospital agreed on changing the approach and use the heating blankets as single use only.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication with the customer livanova (B)(4) learned, that the device was cleaned regularly per instruction for use, the device was placed inside the operation room opposite to the patient with three meters distance between surgery field and the device. A lab report stating mycobacterium chimaera contamination was provided. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.